Event description:
Patient was undergoing a repair of an incarcerated inguinal hernia. After the hernia was reduced, the surgeon attempted to place a bard extra large plug in the space. The mesh began to unravel. Another plug was obtained and functioned appropriately,